Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3 and h10. The initial examination of the returned emboguard device identified balloon material removed from the catheter shaft and shaft flattening between approximately 540mm and 590mm from the distal tip of the emboguard device. No further damage was noted at any other locations on the device. The returned emboguard device could not be inflated as the balloon material was not attached to the device. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the shaft flattening as the ball gauge could not be advanced past this point without resistance. In attempt to determine how the balloon material could be separated from the catheter, a sample device was withdrawn through an introducer sheath while the balloon remained partly inflated. The balloon remained attached to the catheter shaft post withdrawal, suggesting that this was not the cause of the complaint event. Root cause of the balloon removal from the bgc shaft could not be determined. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned emboguard device shows visible damage to the balloon and flattening between 540mm and 590mm from the tip. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device did not pass a minimum ID check using a ball gauge, flattening present prevented the ball gauge from advancing though the entire bgc main lumen without resistance. The complaint report detailed that the balloon was completely removed from the distal portion of the catheter during withdrawal of the device through the introducer sheath. The unit was returned with no balloon attached to the device. Therefore the complaint event was confirmed. Attempted recreation suggested that balloon detachment from the catheter shaft was not caused by withdrawing the device through an introducer sheath while the balloon was not fully deflated. Root cause of the complaint event could not be determined. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A voluntary report was submitted under MDR report number mw5113994. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, an emboguard 87, 95 cm balloon guide catheter (bg8795u, 0000159989) was used in an acute ischemic stroke case without issue for the passes performed. However, when removing the emboguard from the body through the 8fr 10 cm sheath, the balloon was completely removed from the distal portion of the catheter. The balloon portion of the catheter did not embolize to any other area of the body and did not negatively impact the patient. The 8fr sheath was initially placed without any issues and considered non-tortuous.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3, h6 and h10. Section b5: additional information was received on 13-jan-2023 indicating that there was resistance while advancing the device in the sheath and while rotating the hemostasis valve. There was an adequate flush maintained through the devices. There were no procedural delays as the event occurred after thrombectomy completion. Review of the provided photographs showed evidence of detachment of the balloon from the distal section of the bgc shaft. The provided photographs show that the balloon material does not appear to be present on the distal section of the bgc shaft, with the detached balloon material shown in a separate photograph. The detached balloon material appears to be intact, with possible minor deformation present. The condition of the balloon bond regions on both the shaft and balloon material could not be confirmed from the photograph provided. The provided photographs also showed evidence of flattening of the bgc shaft in an unspecified location. No further damage or deformation was observed on any section of the bgc visible within the provided photographs. Note: the bgc hub, dilator, rhv, lav and the emboguard packaging (unit carton, tyvek pouch, mounting card, protective tubing) were not visible in the photographs provided, therefore the condition of the packaging cannot be confirmed. The complaint event description states that the bgc was used without issue during the procedure, and that the detachment of the balloon occurred during removal of the bgc from the patient through an 8fr sheath. No difficulty when removing the bgc was reported (i.e., resistance felt when removing the bgc). The root cause for the flattening of the bgc shaft and detachment of the balloon material cannot be determined from the information and photographs provided. The review of the provided photographs indicates there is a detachment of the balloon material from the bgc shaft and evidence of flattening in an unspecified location on the emboguard bgc shaft. There was no evidence of further damage or defects present on the bgc in the provided photograph. The root cause of this complaint event cannot be confirmed from the provided photograph. A review of the device history records associated with this lot 0056407883 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.